Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they don't believe triton values. Per the customer, ¿triton said 588 with 40 laps and 700 in suction canister. Customer also said while in the case, with 26 laps scanned into triton it was saying 375." They did qbl with the 26 laps and this number was 818. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they don't believe triton values. Per the customer, ¿triton said 588 with 40 laps and 700 in suction canister. Customer also said while in the case, with 26 laps scanned into triton it was saying 375." They did qbl with the 26 laps and this number was 818. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.